Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. No information provided to date. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Visual examination observed the following: keypad and tamper labels intact. No physical damage observed on the pump. Delivery accuracy and bolus tests were performed. Multiple upstream occlusions were recorded during bolus testing. The delivery accuracy tests found the pump to be over delivering outside specifications. The pump also presented double beep alarm without a cassette attached. Upstream alarms were noted in the device history log. The pump failed accuracy so the cassette was not tested. The reported issue was confirmed. The root cause was determined to be the pump's expulsor was not functioning properly. Repairs included: replacement of pump expulsor and device sensors. Device was also calibrated.

Event description:
It was reported by the user that there were different flow results with administration set and medical cassette. The pump was tested with several cassettes and the flow was too high and was different from test to test. No patient involvement or injury was reported.